Event description:
Customer reported via phone, the insulin pump alarmed no delivery and she experienced high blood glucose, bent cannula and infection at the site. Customer blood glucose was over 300 mg/dl, treated with bolus. Troubleshooting for the no delivery alarm to detect where the occlusion was not performed due to customer was reporting a past event that was resolved with a complete set change. Customer stated the infusion set was bent. Customer declined troubleshooting for the high blood glucose. Customer is not returning the device to perform further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.